Event description:
Per the clinic, the patient was treated with topical antibiotics twice a day for 1 week (date not reported).

Event description:
Per the clinic, the patient experienced recurrent infections, irritation and skin overgrowth on the abutment (specific date not reported). The abutment was removed on (B)(6) 2025, and there are plans to convert the patient to a transcutaneous osia implant system; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.